Event description:
Pt/pedestrian, admitted with multiple trauma injuries from being hit by an automobile, was given i.v. Fluids and blood via the hotline (hl-90) fluid warmer. By the third unit of blood infused, the anesthetist noticed a "red tinge" in the outer lumen of the disposable tubing (l-70), which circulates only warmed distilled water.